Manufacturer narrative:
The condition of the device is unknown as no photos or devices were received. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to pain, instability, and allergy to nickel.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the root cause of loosening is most likely a design issue, which has been the subject of corrective action in the past. And the root cause of the reported allergy is related to a patient condition. These types of events are addressed in associated package inserts and risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing pain and instability.

Manufacturer narrative:
This report will be amended when our investigation is complete.